Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. An internal inspection was performed and the device passed, along with all of the electrical testing. The external inspection had identified an unrelated issue. The accuracy confirmation test was performed and the hc had failed with the original piston foam. However, when a test article, piston foam, was installed, the device passed the accuracy confirmation testing. The results of the evaluation revealed the cause of the failure to be the deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the volume accuracy test. Device failed during evaluation, no patient involved.